Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause hyperglycemia (high bg).

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.